Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 ICD, implanted 2014-(B)(6); 6932-65 lead, implanted 1996-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. Reprogramming was performed and the lv lead remains in use. No patient complications have been reported as a result of this event.